Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Curved shape memory was observed along the length of the catheter shaft. A partially circumferential split was observed near the 14cm depth markings. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface. The fracture edges curved inward. Material wear, buckling and discoloration were observed in the vicinity of the split. The fracture features and permanent kink impression were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical stresses such as kinking gradually cause a split to form and propagate in the catheter material. The location of the split suggested that catheter insertion, securement and maintenance techniques may have contributed. H3 other text : device evaluation findings are in the manufacturer's narrative.

Event description:
It was reported that patient underwent PICC placement from the left basilica vein at venous access center on (B)(6) the catheter was placed successfully with 41 cm of it indwelling internally and 0 cm exposed externally, and the tip located at the 4th anterior rib. On june 11, 2021, the catheter was maintained at the venous access center. Fluids were found leaking from the insertion site when flushing the catheter. Pulled out the catheter and found a slit at the 14 cm scale. Removed the catheter and placed a new one for subsequent therapies.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen2066 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient underwent PICC placement from the left basilica vein at venous access center on (B)(6) 2020. The catheter was placed successfully with 41 cm of it indwelling internally and 0 cm exposed externally, and the tip located at the 4th anterior rib. On (B)(6) 2021, the catheter was maintained at the venous access center. Fluids were found leaking from the insertion site when flushing the catheter. Pulled out the catheter and found a slit at the 14 cm scale. Removed the catheter and placed a new one for subsequent therapies.